Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the (B)(6) year old consumer is having a difficult time pressing the plunger of the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that they are having a hard time pressing the plunger. The returned syringe was tested and the plunger rod was able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch# 7317969. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted for deformed stopper/dry barrel. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported the 83 year old consumer is having a difficult time pressing the plunger of the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, serious injury or medical intervention.